Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old white hispanic female patient underwent primary breast augmentation with a (right) 350cc mentor memorygel breast implant and a (left) 325cc mentor memorygel breast implant. Post-operatively, the patient experienced tear, partial irregularity, sharp pain on the right breast. As a result, the patient went to the emergency room but nothing was found. The patient also suffered rashes on arm pits, rashes under breasts, and hair loss. Blood work found that the patient was allergic to adhesive latex and silicone. Subsequently, the patient underwent bilateral breast implant removal on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the breast capsular irregularity was on the patient's left breast. In addition, one of the patient's symptoms is diarrhea.